Event description:
It was observed that during the device evaluation, the fiberscope exhibited foreign object in the illumination lens of the tip, foreign object with rubber insert curvature, foreign object at insertion site curved rubber adhesive and there was a foreign object in the insertion site soft tube. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunctions in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3, h6. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation and the information provided, olympus not definitively determine the nature of the foreign material found on the lighting lens tips, the bending rubber of the insertion part, and the flexible tube of the inserter. Damage was observed on part of the bending rubber of the insertion part, which was chipped. Additionally, crushing, scratching, and peeling of the coating occurred on the flexible tube of the insertion part. However, it is unknown whether these damages are the cause of the foreign object¿s adhesion. The customer did not provide a cleaning, disinfection, and sterilization checklist, so it is unknown if there were any deviations. Whether there was a deviation from the IFU in the reprocessing steps for the area where the foreign material remained is also unknown. Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 5 safety about cleaning, disinfection, and sterilization. Chapter 6 application and condition of cleaning, disinfection, and sterilization. Chapter 7 procedure of cleaning, disinfection, and sterilization. Olympus will continue to monitor field performance for this device.